Event description:
It was reported stent deformation occurred. During a procedure, the 80% stenosed lesion was located in the middle third section of the lad (left anterior descending artery). Following guidewire passage and ivus, the patient presented with a thrombus in the proximal lad, resulting in lad occlusion. Following CT scanning, additional heparin administration, and balloon angioplasty, the thrombus remained in the proximal third of the lad. A 3.50 mm x 32 mm promus premier drug-eluting stent with a 5.0 x 8 balloon was urgently implanted. After the pot, significant longitudinal deformity of the stent was observed, requiring implantation of a second stent. There were no further patient complications reported. It was further reported the guidewire utilized was a non-bsc device. The patient is continuing medication at home and is stable.

Manufacturer narrative:
Correction: h6 impact codes.

Event description:
It was reported stent deformation occurred. During a procedure, the 80% stenosed lesion was located in the middle third section of the lad (left anterior descending artery). Following guidewire passage and ivus, the patient presented with a thrombus in the proximal lad, resulting in lad occlusion. Following CT scanning, additional heparin administration, and balloon angioplasty, the thrombus remained in the proximal third of the lad. A 3.50 mm x 32 mm promus premier drug-eluting stent with a 5.0 x 8 balloon was urgently implanted. After the pot, significant longitudinal deformity of the stent was observed, requiring implantation of a second stent. There were no further patient complications reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.